Event description:
During pacemaker generator exchange the doctor noticed damage to implanted lead after using plasmablade. The settings were at cut=6, coag=7. The doctor was using device in coag mode around the lead when damage was noticed. Doctor explained that he was in very close proximity to the lead and when he contacted the lead with the device the damage was noticed. Doctor was able to repair the lead with repair kit. No complications were noted. 15+ minutes of surgical delay. No patient injury.

Manufacturer narrative:
(B)(4). Eval, method, results, conclusion: product received, undergoing analysis, and pending analysis results. Product event: (B)(4).